Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because, the patient extension line was connected after priming was complete. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) did not connect the patient line extension until after priming. The technical service representative (tsr) had the hp cycle the power to. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the nurse said that she was aware of the issue. The use error was explained and the nurse said the home patient (hp) told her it was because of the home choice (hc) so the nurse thanked the writer for the information. The nurse said the hp has been seen since this report and everything was fine with him. No patient injury or medical intervention was reported.